Manufacturer narrative:
Follow-up #1: date of submission 11/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/02/2016 with the following findings: the battery life issue complaint was not duplicated during the investigation. The review of the black box data showed no evidence of a battery life issue. The battery cap was not returned with the pump. A test battery cap was able to carefully attach to the pump and the pomp was able to power on. All electrical current draws measured within specifications. Upon removal of the pump cover, there was no evidence of loose components identified inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.